Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 977a260 , serial# (B)(4), product type: lead. Product ID: 977a260, serial# (B)(4), product type: lead. Date inaccurate, only the year is valid. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for spinal pain. It was reported that the patient was getting an MRI due to a problem with their device- they were getting the implantable neurostimulator (ins) replaced because the leads had moved. There were wasn't any trauma or falls reported. The doctor was going to replace the ins system with paddle leads. No symptoms or further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received stated that that he had his ins replaced and stated that the "leads moved" and it "stopped working". The patient stated that he is "guessing that is why they replaced it", but stated that he could not remember exactly and could not provide any further details regarding the event. No symptoms or further complications reported.